Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The implants were not loose. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 2nd (second): ifuse implant, p/n 7040-90, lot# i0377, mfd. 01/31/13, expires 2018-01, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0377, mfd. 01/31/13, expires 2018-01, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2013. The patient later presented to the surgeon with complaints of recurrence of si joint pain. The surgeon thought there may have been lucency around the 2nd and 3rd implants. In (B)(6) 2016, the surgeon removed the 2nd and 3rd implants. Both of the implants were solidly fixed in bone and required considerable effort to remove them using a mallet. The implants were not loose. The explant holes were filled with bone graft. The most cranial implant was not removed or adjusted. A different surgeon then installed new hardware. There were no complications during the revision surgery. The status of the patient following the revision surgery is not yet known.